Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo,the distal conductor of the lead was extrinsically over-rotated and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The analyst also noted: there is no lead origin length providing on returned paper work. Therefore, distance of conductor fractured in cast zone cannot convert from millimeters to centimeters. Additional information: this device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the shock failed because there was a fracture in the right ventricular (rv) lead. Additionally, the lead had several episodes of noise that were recognized as ventricular fibrillation (vf). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.